Manufacturer narrative:
H.6. Investigation: a complaint of the needle being dull was received from the customer. Samples were provided to aid in the investigation of this defect. Through visual inspection, no defects were observed on the samples. The customer complaint could not be replicated. A device history record review was completed by our quality engineer team for provided lot number 0087321. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined as the defect could not be detected on the provided samples.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i package was open. The following information was provided by the initial reporter: material no: 383313 batch no: 0087321 & 0351255 it was reported other. Verbatim: we received in salt lake city two packages. Inside the packages were the following contents: a total of 104, 24g x 0.75in. Saf-t-intima devices. 1 of 104 devices was returned opened and the rest were sealed. The opened sample was returned in a plastic bag with the following written on the bag "04/05/21 heather brown". Three 24g x 0.75in. Saf-t-intima devices. 1 of 3 devices was returned in opened packaging and the rest were sealed. One 24g x 0.75in. Saf-t-intima device inside opened product packaging.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0087321, medical device expiration date: 2024-03-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0351255, medical device expiration date: 2024-12-31, device manufacture date: (B)(6) 2021.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i package was open. The following information was provided by the initial reporter: material no: 383313 batch no: 0087321 & 0351255. It was reported other. Verbatim: we received in (B)(6) two packages. Inside the packages were the following contents: a total of 104, 24g x 0.75in. Saf-t-intima devices. 1 of 104 devices was returned opened and the rest were sealed. The opened sample was returned in a plastic bag with the following written on the bag "(B)(6) 2021, (B)(6)". Three 24g x 0.75in. Saf-t-intima devices. 1 of 3 devices was returned in opened packaging and the rest were sealed. One 24g x 0.75in. Saf-t-intima device inside opened product packaging.